Event description:
It was reported that the device was used during an unknown procedure. The clips would not fire. Unknown how case was completed. There was no consequence to the patient. One device being returned.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reporter incident. The instrument was returned empty, with the lockout fired through and the anti-backup damaged. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.